Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00302. (B)(4). Approximate age of device - 6 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for sub therapeutic inr and rising lactate dehydrogenase (ldh), peaking at 900 u/l to 1000 u/l. The patient was found to have worsening heart failure, rising total bilirubin, and creatinine, and concern for recurrent pump thrombosis. The patient had undergone an elective pump exchange on (B)(6) 2017 for confirmed pump thrombosis. Anticoagulants at the time of event were aspirin, warfarin, and persantine. Unspecified changes were made to the patient¿s medication. The patient was asymptomatic apart from chronic uncontrollable hypertension. Anticoagulation was stopped and ticagrelor was initiated. The patient¿s ldh decreased, but then rose again, and a decision was made to perform an emergency pump exchange on (B)(6) 2017 via sternotomy approach. The exchange was successful and the patient was currently recovering with improved end organ function as of (B)(6) 2017.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned left ventricular assist device. Examination of the returned outflow graft conduit revealed a ring of red, tissue-like deposition adhered to the lumen of the outflow graft. The examination also revealed red/white, tissue like depositions strongly adhered to the textured surface of the outflow graft attachment. Although specific causes for their development could not be conclusively determined, the depositions appeared to have minimal flow obstruction in these areas. Examination of the device upon disassembly also revealed loose, red depositions situated adjacent to the outlet stator bearing ball. The depositions did not appear laminated nor denatured, and no contact marks were present on the outlet section of the rotor to indicate that the depositions were present in the outlet stator while the pump was operating. Although the evaluation could not determine the origin of the depositions, the depositions were of moderate size and would have potentially contributed to the report of elevated lactate dehydrogenase levels if they were present while the pump was supporting the patient. The depositions could have also contributed to the slight increase in pump power and decrease in pi captured in the submitted system controller log file. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.